Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had vibration. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the nose tube of the attachment device was bent/damaged, the bearing was worn, the color band was chipping/fading, and the labeling was missing. It was noted that the ball bearings were worn out, the extension sleeve was damaged, a color ring was damaged, and the triangle symbol was missing. It was further determined that the device failed pretest for vibration and lock operation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.